Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer also reported blank display and the display did not return. Customer had battery issue for two weeks but did not received low battery alert. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was duracell aa alkaline. The insulin pump will be returned for analysis.